Event description:
Per the attached user facility medwatch report # (B)(4) the event is described as follows: "this wire is supposed to be hydrophylically coated, but the coating dried out much faster than it was supposed to."

Manufacturer narrative:
This report is being submitted as a precautionary measure in follow-up to user facility medwatch report # (B)(4), even though the criteria for submission of a MDR were not met based on the available information. The involved device was returned and evaluated by qa at the manufacturing facility. Careful examination (including macroscopic, magnified and electron microscopic) plus standard performance testing provided the following results: there was no evidence of an anomaly or defect in the appearance of the returned sample; the hydrophilic coating was confirmed to have been properly applied in a uniform manner over the total length of the glidewire; after the glidewire was wetted in accordance with the instructions-for-use, the outside diameter, lubricity and rate of drying were all confirmed to meet the established specifications. A review of the device history record for the reported lot number confirmed that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported concern that the hydrophilic coating "dried out much faster" cannot be definitively determined, the appearance and performance of the returned sample confirmed there is no evidence of an anomaly or defect in the appearance or performance of the involved sample. The instructions-for-use address the requirement for preparation and cleaning of glidewire that is necessary for proper performance of the hydrophilic coating with statements such as: the surface of the glidewire is not lubricous unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with heparinized physiological saline solution; and after removal from the patient's vessel, and prior to reinserting it into the same patient during the same catheterization, the glidewire should be rinsed in a bowl full of heparinized physiological saline solution. Any blood residues still adhering to the wire can be removed by wiping once with a gauze moistened with heparinized physiological saline solution. Use of alcohol, antiseptic solutions or other solvents must be avoided because they may adversely affect the surface of the glidewire. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).